Manufacturer narrative:
(B)(4). Per the user facility¿s biomedical engineer (biomed) the uas latch has been replaced and the broken parts were disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity (maintenance), the latch on the ultrasonic air sensor (uas) was found broken in pieces. There was no patient involvement.